Event description:
It was reported that a long charge time alert was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.